Manufacturer narrative:
(B)(4). Approximate age of device ¿ 82 days. Evaluation of (B)(4) confirmed the presence of thrombus inside the pump. (B)(4) was returned assembled with the outlet elbow attached. The driveline was severed approximately 12.5 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit along with the sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow revealed pink, soft depositions. The depositions were soft and strongly adhered in small islands throughout the textured blood contacting surface. The depositions appeared to have developed in these areas; however, a specific cause for the development of these depositions could not be determined. They did not appear to be obstructing flow. With the pump still assembled, the distal side of the outlet stator revealed a red, soft deposition inside the pump. Manual manipulation of the rotor confirmed that it did not spin inside the blood tube. Upon disassembly, the red, soft deposition was examined further. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was large and would have severely impeded flow. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected device thrombosis. Additional information was requested, but was not provided.